Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The test reservoir fits and removes properly in the reservoir compartment noted. No cosmetic damage noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
Customer reported he was hospitalized. Blood glucose value at the time of admission was 26 mg/dl. Customer was taken to the emergency room and was given glucose tablets. Customer had priming issues in the evening; he changed the infusion set and reservoir the day prior to the incident. Customer had done a bolus before bed. He is unsure if he was disconnected during prime. Customer was unable to check if the reservoir was showing less insulin than what the status screen indicates because the reservoir got stuck inside the compartment. Device was not exposed to a strong magnetic field and the drive support cap is recessed. Nothing further reported.